Event description:
Rec'd from FDA a copy of the customer's medwatch # (B)(4). States the following: IV pump alarmed air bubble in tubing, line inspected and found to be leaking, the tubing had a split in the line. There is no report of pt harm and med intervention was not required. No further pt or event info is available.

Manufacturer narrative:
(B)(4). Customer's medwatch report stated the device is not available for eval. The customer complaint of set found to be leaking due to a split in the line could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.